Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-17, information was received from a healthcare provider (hcp) and a company representative regarding a patient who was receiving baclofen (concentration, dose, type and lot number unknown) via an implantable pump for an unknown indication. On an unknown date, the patient experienced an infection and the pump eroding. On (B)(6) 2016, the pump was removed. On (B)(6) 2016, the patient went through baclofen withdrawal. The physician called the device manufacturer to say they needed a pump for the patient. When the company representative arrived, that patient was on the table and the physician was waiting for the pump.